Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited a pacing impedance of 2800 ohms. No noise was present on the real-time electrograms, and sensing was fine. The shock impedance measurement was within range. A guidant technical services consultant discussed perfomring maneuvers to evoke noise and possibly adding a new rate/sense lead.